Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were not sure what the doctor did with their device. The patient weighed 175 pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that approximately 3-4 months after implant (2008) the patient started having trouble sleeping because of the implantable neurostimulator (ins). Then 3-4 months after that the patient had an increase of pain. These issues led to the removal of the ins about 5- 6 years prior to the report on (B)(6) 2018. It was confirmed that the ins was only implanted for about a year and half and was removed in 2008. No further complications were reported.